Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) has never worked properly and, in addition, it has recently exhibited inflation issues. A surgical procedure was performed, during which a total loss of fluid was noted, caused by a tear in both cylinders. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2014 was used as estimate, as the patient stated that the device had never work properly, and the physician noted the device was implanted around 2014.